Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred for vns replacement surgery due to high lead impedance observed on (B)(6) 2013; however, additional information was later received that the patient's mother does not want to replace the vns at this time. Surgery has not occurred to date. The patient's device was disabled due to the impedance. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution. No other information has been provided.

Event description:
On (B)(6) 2011, a vns treating physician reported to the MFR's consultant that the pt was experiencing high impedance, possibly due to fibrosis. He believes that the pt was last seen in (B)(6), and diagnostics run then were good. The pt has many seizures and it is hard to say if vns has helped or not over the years. The pt is non-verbal and the parents may not want to put her through surgery based on efficacy at this point. The physician said that x-rays were taken and they did not show anything abnormal; however, it would be difficult so see a lead fracture if it was behind the generator or it was a hairline fracture. The x-rays were not sent to the MFR for review. The physician has not disabled the device and he says that on the pt's next appointment, he is going to adjust either her normal output or magnet output current. Then he will swipe the magnet to see if she has a cough or any reaction to the stimulation in order to see if she can still feel stimulation despite the high impedance. Attempts for more info from the physician have been made but he did not have any add'l info regarding the event. The pt's next appointment is on (B)(6) 2011. If add'l info is received, it will reported.